Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to recurring incontinence as there was a fluid leak from an unknown location. A new aus 5.0 cm cuff, control pump, and 61-70 cm pressure regulating balloon were implanted. No patient complications were reported related to this event.